Event description:
It was reported that the colono videoscope was stiff in angulation and would not turn to 180 degrees during a diagnostic colonoscopy under sedation. This resulted in a prolongation of greater than 30 minutes and was completed using the same device with no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence that the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned not to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to some kind of stress, such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.